Event description:
It was reported that the bottom of the bd alaris¿ smartsite¿ gravity set was discolored yellow. The following information was provided by the initial reporter: "curious on why it¿s yellow at the bottom now."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 06-feb-2023. H6: investigation summary: one sample was submitted for quality investigation. The customer complaint of cosmetic issues - discolored was verified by visual inspection. Evaluation of the submitted sample shows that the female luer fitting is a very dark brown color. Additionally, the discoloration looks to be uniform throughout the body of the female luer. Closer examination of the female luer does not indicate that the color is due to any foreign substance on the surface. The tubing connected to the female luer fitting does not show signs of discoloration. A device history record review for model 42511e lot number 22109099 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this discoloration is related to the sterilization procedure which IV sets undergo to help ensure product sterility.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bottom of the bd alaris¿ smartsite¿ gravity set was discolored yellow. The following information was provided by the initial reporter: "curious on why it¿s yellow at the bottom now".